Manufacturer narrative:
Reporter's phone (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported rupture. The device has been explanted. This record relates to the left side.

Event description:
Explanting physician reported rupture and later reported inflammation. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Device photo analysis results: visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Inflammation/irritation: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional, corrected and/or changed data: b.5, d.1, d.2, d.4, h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a6, b3, b5, d6a, g1.

Event description:
Healthcare professional later reported inflammation. Affected side is right.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Explanting physician reported rupture and later reported inflammation. The device has been explanted. This record relates to the right side.